Event description:
It was reported that the patient experienced incontinence and underwent an ams 800 artificial urinary sphincter (aus) replacement surgery. The patient began leaking a few months prior to surgery. The ams 800 device was explanted and a new ams 800 artificial urinary sphincter was implanted. There were no patient complications reported in relation to this event and the patient is expected to fully recover.